Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qwh2, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
2015-07-24 crts (B)(4)(con): the consumer reported that stim was good after implant but then the doctor decided to make adjustments for some reason and that is when the changes in bowels:diarrhea began. The diarrhea was occurring daily. There were no trauma/falls reported that could be related to this issue. The stim issue reported was not related to positional movement. There was no recent medical test or emi environmental exposure. The caller was going to decrease stim to zero (to avoid jarring sensation when stim is turned back on) and turn off implantable neurostimulator (ins). The patient has an appointment (B)(6). A manufacturer's representative will be present. Symptoms reported were: diarrhea, pain. This was considered a gradual change in therapy/symptoms. Event date: (B)(6) 2015. The caller stated that the pcp (primary care provider) was consulted. Blood work and stool samples were taken and the patient was pending lab results to find out if this is not device related. Electrolyte levels were also checked and the patient had tried immodium with no resolve. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indications for use were noted as: urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor.